Event description:
It was reported the patient was not satisfied with the results of their therapy. It was reported the patients parkinson's symptoms were not being controlled, the patient still falls and had gait impairment. It was noted the patient was currently hospitalized, but cause was unknown. It was noted the patient was receiving less than 50% therapy relief. It was reported the patient was no longer hospitalized.

Manufacturer narrative:
Product event summary #(B)(4) event description: information received by medtronic indicated that the patient, implanted with this implantable neuro stimulator (ins), contacted the hospital because he is not satisfied with the results of dbs therapy on symptoms of his parkinson's disease (he has still falls and gait impairment). Consequently he is also not satisfied with the quality of life. Ins was implanted in (B)(6) and he is not satisfied with the neurological center from which he is followed up in (B)(6). The patient is currently hospitalized and he will contact other center for follow up visit. Preliminary (B)(4) assessment: -new implant, implanted recently (2013-(B)(6)) -no product issue suspected -patient/therapy related preliminary. (B)(4) conclusion: no product issue suspected. (B)(4).